Event description:
It was reported that the patient presented with "heart pain" and muscle stimulation a few days after initial system implant. The device and lead were checked, with high thresholds and no capture noted. The system was explanted and replaced. While replacing the device and lead, the physician observed blood in the connector of the device and blood coming out from the lead. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis found the lead had been stretched, which tore the inner insulation and allowed the conductors to short together. The stretching and damage likely occurred at implant. Full lead was returned and analyzed. No anomalies were found.